Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the geometry movement partially available. Fse inspected the system and confirmed reported problem and suspected a communication problem between table and geometry pc. Log file shows ¿geo-pc¿ malfunction at 10:51:05. Fse replaced geo-pc. After replacement of geometry ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code, conclusion code was corrected.

Event description:
It has been reported to philips that, sometimes geometry movements was not available. System was in use. No harm has been reported to philips. After checking the logfile, a communication problem between the table and geometry pc error was identified. Geo pc and smart drive replacement is suggested.